Event description:
It was reported that "it was observed on the monitor that the patient was desaturating, so the doctor performed a bronchoscopy and found pieces of plastic. The patient had been intubated during surgery in the operating room, so we do not have the label with the lot number. The patient was immediately extubated and reintubated, and the device was removed". Additional information received states that "the patient desaturated to 35% sp02". The information further states "the patient is doing well at the moment, a fibro de-obstruction was performed out immediately and the tube was changed immediately after the incident and the patient regained correct saturation very quickly".

Manufacturer narrative:
(B)(4). Complaint verification testing could not be performed as no sample was returned for analysis. A device history record review could not be performed, as a lot number was not reported. Without the device to evaluate, the complaint could not be confirmed, and the probable cause could not be determined from the available information. Teleflex will continue to monitor and trend for reports of this nature. Other remarks: n/a. Corrected data: n/a.

Event description:
It was reported that "it was observed on the monitor that the patient was desaturating, so the doctor performed a bronchoscopy and found pieces of plastic. The patient had been intubated during surgery in the operating room, so we do not have the label with the lot number. The patient was immediately extubated and reintubated, and the device was removed". Additional information received states that "the patient desaturated to 35% sp02". The information further states "the patient is doing well at the moment, a fibro de-obstruction was performed out immediately and the tube was changed immediately after the incident and the patient regained correct saturation very quickly".

Manufacturer narrative:
(B)(4). The reported issue of "intubation tube disintegration" could not be confirmed upon investigation of the returned sample. The customer returned an actual sample for evaluation. Visual inspection confirmed a yellowish substance was observed at the distal end of the tube, near the eye opening. With careful manipulation, the substance was successfully removed from the tube. The nature and origin of the substance could not be identified. Visual inspection of the endotracheal tube did not reveal any signs of material degradation or disintegration. A device history record review could not be performed, as a lot number was not reported. Based on the investigation of the returned complaint device, no issues were found with the returned sample. Other remarks: n/a. Corrected data: n/a.

Event description:
It was reported that "it was observed on the monitor that the patient was desaturating, so the doctor performed a bronchoscopy and found pieces of plastic. The patient had been intubated during surgery in the operating room, so we do not have the label with the lot number. The patient was immediately extubated and reintubated, and the device was removed". Additional information received states that "the patient desaturated to 35% sp02". The information further states "the patient is doing well at the moment, a fibro de-obstruction was performed out immediately and the tube was changed immediately after the incident and the patient regained correct saturation very quickly".

Manufacturer narrative:
(B)(4). N/a other remarks: n/a. Corrected data: n/a.